Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this rv lead was explanted and replaced. The device was also explanted and replaced as the manual capacitor reform resulted in charge time out. No additional adverse patient effects were reported.

Manufacturer narrative:
A revision procedure will be scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted low out of range impedance measurements. Additionally, a shorted lead condition was noted. As a result, a revision procedure will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2016. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.